Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high." Reportedly, the customer's bg was over 400 mg/dl, however, specific value was not provided. Cause was not known. A correction bolus was delivered to address bg. Customer replaced pump supplies and resumed insulin therapy.